Event description:
Completely detached pilot line inflation tubes.

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious because the pilot balloon lumen is the part of the device through which the ett cuff is inflated and deflated. Should this part detach from the device, it may be difficult or impossible to deflate the cuff necessitating a surgical intervention to remove the device. Should this malfunction reoccur during use, it may also require that the pt be extubated and re-intubated. This device was not used. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4).